Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a dislodged flush tube detached from the instrument. The flush tube was returned. Additionally, the instrument was found to have a broken plastic proximal clevis at the distal end.

Event description:
It was reported that during central processing, the ¿tube where liquid is sent through to clean came out of the instrument¿ on the permanent cautery hook instrument. There was no report of patient involvement.